Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. It was noted that the battery has dropped from 4.5 years to 3 months to explant upon the most recent check. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacity advisory. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory did not indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. It was noted that the battery has dropped from 4.5 years to 3 months to explant upon the most recent check. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacity advisory. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. It was noted that the battery has dropped from 4.5 years to 3 months to explant upon the most recent check. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacity advisory. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.